Manufacturer narrative:
Device had missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test and self test due to missing segments. Device had a scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had partial display and during self test missing segments were found. Customer stated that the had used new or fully charged batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.